Event description:
It was reported that during use, the alarm loop of the cardiosave intra-aortic balloon pump (iabp) unit leaked. The fault could not be eliminated after restart.the customer promptly replaced other equipment for use. The alarm loop of the cardiosave intra-aortic balloon pump (iabp) unit leaked. The fault could not be eliminated after restart. There was no harm to the patient.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10,h11 corrected fields: b5 it was reported that cardiosave intra-aortic balloon pump (iabp) with the alarm loop leaked during use and the pneumatic module was found to be faulty. A getinge field service engineer evaluated alarm loop leaked, and the pneumatic module was found to be faulty. After replacing the pneumatic module(d997-00-1178), the functional parameters of the equipment were normal and delivered for clinical use.temporary repair was completed using personal inventory.there was no harm to the patient.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6(investigation findings, component codes), h10. A getinge field service engineer evaluated alarm loop leaked, and the pneumatic module was found to be faulty. After replacing the pneumatic module, the functional parameters of the equipment were normal and delivered for clinical use. Temporary repair was completed using personal inventory. There was no harm to the patient. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint. This part was received with a reported unit failure message of leakage. Performed visual inspection of this part received and part looks in good condition. Installed pim into the cardiosave test fixture and tested to the factory specifications per cardiosave service manual. Performed functional tests and passed. Also passed all manifold leak tests. However, the fat dept. Pumped the cardiosave test fixture and within a min. Gas loss in iab alarm appeared on display. The fat dept. Verified the failure message of leakage. Pim failed testing.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the alarm loop of the cardiosave intra-aortic balloon pump (iabp) unit leaked. The fault could not be eliminated after restart.the customer promptly replaced other equipment for use. The alarm loop of the cardiosave intra-aortic balloon pump (iabp) unit leaked. The fault could not be eliminated after restart.